Event description:
Leakage.

Manufacturer narrative:
As reported by our affiliate , during angioplasty of a de novo lesion in the mid lad that was calcified and tortuous, as the physician was starting to inflate the stent, contrast was observed oozing out of the hub. Upon further inspection, it was found that the hub assembly was disconnected from the hub. The physician used another cypher stent to complete the procedure. There was no adverse effect to the patient. The product was clinically used and will be returned. This product is available for testing and evaluation, but the engineering report has not been completed as of this writing. Additional informaton will be submitted within 30 days upon receipt.